Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the balloon failed to inflate. The restenosed, concentric target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 10/3.50 flextome¿ cutting balloon¿ catheter was advanced to the lesion, but was unable to be inflated. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a balloon tear.

Manufacturer narrative:
Device evaluated by MFR.:the device has been returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon could not be inflated due to longitudinal balloon tear in the balloon body at 1 mm distal to the distal end of the distal markerband running 3 mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).